Event description:
Patient presented with a potential pulmonary embolism within 36 hours of bilateral knee replacement surgery.

Manufacturer narrative:
Patient presented with a potential pulmonary embolism within 36 hours of bilateral knee replacement surgery. Patient is reported to be doing well in recovery from the knee replacement surgery and potential pulmonary embolism event. Review of the device history record indicated that the device was manufactured to specification. The surgeon indicated that he does not believe the event was related to the implant system.